Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-11821 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that patient faced 2 events of infusion set fell off during use. The events occurred within 3 hours to 1 day of insertion. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.